Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the unit tested ok during the device assessment, the error log found multiple e216, e315, and e396 errors logged, a faulty circuit board and scope socket caused intermittent scope communication error and the scope socket and circuit board replacement required, and the software required an upgrade to v2.3. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis x1 video system center had no image & showed a scope communication error. The issue was observed during a diagnostic (colonoscopy) procedure. The procedure was completed with the same device with no reported delays, and no reports of patient or user harm were associated.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the error messages appeared because the device didn¿t recognize the scope. This could have caused the screen to go blank. Additionally, the image may have caused noise on the monitor and distorted it, possibly due to failures in the circuit board and scope socket. Olympus will continue to monitor field performance for this device.